Event description:
It was reported that this implantable pacemaker system triggered a lead safety switch due to one impedance measurement lower than 200 ohms, which is low out of range. The device was automatically switched to unipolar as a result. The physician decided to program the device back to bipolar configuration and the lead measurements show within normal range. In addition, this implantable device was suspected to be depleting prematurely as the estimated longevity shows only two years remaining. The timeframe in which the estimated longevity change was observed has not been specified. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. The device was explanted and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher-than-normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. This anomaly caused a high current drain, which over time resulted in the reported clinical observations.

Event description:
It was reported that this implantable pacemaker system triggered a lead safety switch due to one impedance measurement lower than 200 ohms, which is low out of range. The device was automatically switched to unipolar as a result. The physician decided to program the device back to bipolar configuration and the lead measurements show within normal range. In addition, this implantable device was suspected to be depleting prematurely as the estimated longevity shows only two years remaining. The timeframe in which the estimated longevity change was observed has not been specified. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. The device was explanted and replaced. No additional adverse patient effects were reported. The device was returned for analysis.

Event description:
It was reported that this implantable pacemaker system triggered a lead safety switch due to one impedance measurement lower than 200 ohms, which is low out of range. The device was automatically switched to unipolar as a result. The physician decided to program the device back to bipolar configuration and the lead measurements show within normal range. In addition, this implantable device was suspected to be depleting prematurely as the estimated longevity shows only two years remaining. The timeframe in which the estimated longevity change was observed has not been specified. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. No adverse patient effects were reported.